Event description:
It was reported that the patient presented for pacemaker implant procedure. During the procedure, high pacing impedance and loss of capture was noted on the lead. The physician did not use the lead and implanted a new one. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of high pacing impedance and failure to capture were not confirmed. A complete lead was returned in one piece. The helix was partially extended and clogged with blood/ tissue. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.